Event description:
The user facility's biomedical engineer (biomed) reported that during preventative maintenance (pm) of the device, that at the thirty degree setting, the display was off by three degrees celsius. Since the event occurred during preventative maintenance, there was no pt involvement.

Manufacturer narrative:
The customer called technical support and was advised to change the external temperature probe.